Event description:
It was reported that a valve tested badly during implantation.

Manufacturer narrative:
(B) (4). The returned valve had a crushed inlet connector. The valve was patent, but it did not pass leak testing due to a large tear on the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.